Manufacturer narrative:
(B)(4). Unknown, assumed 1st day of month that complaint was reported. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: what was the device size implanted (how many beads)? 13 beads. What was the reason for removal of the linx device (no issue - patient requested removal, ongoing dysphagia, ongoing gerd symptoms)? Progressive presbyesophagus. If dysphagia, how severe was the dysphagia/odynophagia before intervention (mild, moderate or severe)? Na. Did the dysphagia improve after the device was implanted initially? Na. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Were there any intra-operative complications during implant? No- implanted 5 years ago. Was there any hiatal or crural repair done at the same time as the implant? Na. Was the device found in the correct position/geometry at the time of removal? Yes . Was a new linx placed after this one was removed? No. There is no device to return- patient insisted on keeping it.

Event description:
It was reported that a linx explant is scheduled for (B)(6) 2018. Contact has no further details at this time. There were no patient consequences reported.